Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on post operative laparoscopic inguinal hernia repair, the patient experienced groin hernia recurrence after closing the wound using a standard technique.